Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a deep scratch on the keypad and the right plunger case was cracked. A review of the event history log (ehl) identified check syringe plunger sensor error. During the functional testing was able to duplicate the reported issue. The two flippers would intermittently stick when plunger lever was pressed and released. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced left plunger case. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump alarmed system failure requiring a biomed code to be inputted. No patient injury was reported.